Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. Functional testing was able to verify and duplicate the reported problem. It was determined that the expulsor was the root cause. The expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the volume delivery accuracy is out of tolerance. There was unknown patient involvement.